Event description:
It was reported that after 66,534 joules and 6 min of use, during a photoselective vaporization of the prostate (pvp) procedure, the fiber forward fired. The procedure was completed with a second fiber with no clinical consequence to the patient.

Manufacturer narrative:
"The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device found that the glass cap bevel edge and metal cap were not aligned. The glass cap could rotate independently of the metal cap. There was severe devitrification at output window on the glass cap cap. The metal cap had severe charred detritus adhered to the surface. The outer flow tubing open end exhibits minor scratch marks and signs of melting. No defects were found on the fiber that could potentially result in forward firing, the reported issue was not confirmed. Due to the observed glass cap bevel edge misalignment, an evaluation conclusion code of unintended user error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glue failure. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance. After review of all the information provided, the reported event does not meet the complaint criteria as there is no device malfunction, non-conformance or patient impact associated with the subject device.

Event description:
It was reported that after 66,534 joules and 6 min of use, during a photoselective vaporization of the prostate (pvp) procedure, the fiber forward fired. The procedure was completed with a second fiber with no clinical consequence to the patient.